Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device would not progress "apply pads" although connected to the patient. This may prevent or delay defibrillation which could result in an adverse event. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not progress "apply pads" although connected to the patient. This may prevent or delay defibrillation which could result in an adverse event. This issue is patient related; however there was no adverse event reported.